Manufacturer narrative:
Product event summary: analysis confirmed the rf (radio frequency) head will not interrogate and the rf head failed uplink functional test due to the rf head cable. Analysis also found the main pcb (printed circuit board) is contaminated and the top cover is broken.

Event description:
It was reported that the radiofrequency (rf) head and the programmer would not interrogate the device. The rf head was replaced with another and telemetry was established. The rf head will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The rf head was returned for repair.